Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument sleeve was found cracked during surgery, preventing successful instrument-implant assembly. Attempts have been made and no further information has been made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed fracture of the blue sleeve. The body showed a few dings on the shaft just below the strike plate. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.